Event description:
Event description guidant received information that this implantable lead exhibited noise that appeared like premature ventricular contractions, however the patient is pacemaker dependent. The noise is causing long pauses and inhibition of pacing. It was stated that it was two implanted leads banging against each other.